Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer stated that there was a needle anomaly and an alarm within half an hour of receiving the sensors. Customer's blood glucose reading was 272 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 sealed sensor and performed bicarbonate buffer test per specifications. Sensor passed with accurate readings. Inspected 4 opened/used enlite sensors and performed visual inspection and found 3 of 4 sensor cannulas' to be retracted inside of sensor base. It was unable to confirm customer received sensors in that condition due to customer returned opened/used.1 remaining opened/used enlite sensor and performed bicarbonate buffer test per specifications sensor failed due to high readings. Also performed visual inspection and checked introducer needles for burrs/hooks and dull needle tip defects and none was found. Introducer needles passed.